Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively established through this evaluation. Additionally, review of the submitted log files did not confirm the reported low flow alarms. The controller event log file contained events from 21dec2024 through 24dec2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, to date no further information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced intermittent low flow alarms, which might have been related to hemodynamics. Log files were submitted for review to confirm there were no issues with the ventricular assist device (vad). The vad coordinator requested low flow 2.0 software adjustment for the patient due to asymptomatic low flow alarms that self-limit during hemodialysis (hd). Following review of the submitted log files, it appeared there were no unusual events recorded and the mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.